Event description:
It was reported by the clinic that the patient was admitted to the hospital for treatment of pseudomonas peritonitis. The patient reported that he went to the hospital as it was too painful to treat at home. The patient was treated for three weeks of intra-peritoneal and oral biotics. Six days after stopping treatment, he relapsed. The peritoneal dialysis (pd) catheter was removed. The pd rn reported the patient will undergo in-center hemodialysis (ichd) and rest his abdomen for a minimum of six weeks.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of obtaining patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.